Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, while advancing the contralateral leg component, the graft pre-deployed in the proximal portion. The physician decided to deploy the graft where it was, incidentally covering the left hypogastric artery. Also during this procedure, two aortic extender components were implanted proximally to address a type I endoleak. The endoleak resolved and the pt is stable with no further complications.